Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device provided inaccurate values of co level. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. It was verified that spco and spmet measurements are not enabled on the returned device. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.